Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change-out due to normal eri, externalized conductors were observed via fluoroscopy. It was noted that during the pre-op check, the lead diagnostics were stable. Programming changes were made and the physician elected to continue using the lead and connected it to the new replacement device. The patient was stable post-procedure and discharged that day.